Event description:
Customer reports that the lancet will not retract into the lancet device after firing. An accidental stick was reported, but was self treated. No medical attention sought. Requested return of suspect device and replacement was sent.